Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the gryphon hard bone drill device was blunt. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.